Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment and the display screen was dim, fading and discolored. Evaluation also revealed that the audio bolus button was difficult to press and there was evidence of contamination found under the audio bolus button. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed a crack in the battery compartment. Evaluation also revealed that the display screen was dim, fading and discolored. During testing, the audio bolus button was found to require hard presses to elicit a response. The audio bolus button cover was torn and there was evidence of contamination found underneath. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).